Manufacturer narrative:
Additional information: a medtronic representative reported that the procedure was a craniotomy, tumor resection. Patient weight provided. The software logs were reviewed by engineering and provided no additional insight regarding the cause of the reported complaint.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative reported that hard shutdown resolved the issue and was unable to replicate the reported issue. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a procedure, the staff monitor of the navigation system displayed a no input detected signal and the surgeon monitor was black. The issue happened when the site moved the system into another room after downloading the exams. The surgery was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.